Manufacturer narrative:
Based on the additional information provided, it cannot be determined that the alleged maceration is related to v.a.c.® therapy. Therefore, kci's reportability determination remains the same. Device labeling, available in print, states: ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On jul 29 2016, kci received the following information from the nurse: the maceration depending from visit to visit would range from 1cm - 3cm. It was treated with cleansing and barrier film (derma-s). The patient is still the same. We are continuing the topical negative pressure (tnp) as this has been the most effective treatment.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to v.a.c.® therapy. Device labeling, available in print, states: ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal. -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds. For wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On (B)(6) 2016, kci received the following information from the nurse: the patient's unit had no suction. On may 09 2016, kci received the following information from the kci representative: the nurse reported that on (B)(6) 2016, the unit did not alarm when the sensat.r.a.c.¿/t.r.a.c.¿ pad were taken off the patient's wound. On may 27 2016, kci received the following information from the kci representative: the nurse reported there was maceration found in the wound at the time of the events that took place on (B)(6) 2016. Multiple unsuccessful attempts were made to obtain additional clinical information. No additional information is available. On jan 31 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications prior to patient placement. On mar 01 2016, the device was tested per qc procedure by kci field service, and the unit passed the qc checks and met specifications post patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Event description:
On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications prior to patient placement. On (B)(6) 2016, the device was tested per qc procedure by kci field service, and the unit passed the qc checks and met specifications post patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.